Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver heparin 25,000 units/ 500 ml and delivery was started. No further device programming parameters were provided. On (B)(6) 2013 at an unspecified time, the device alarm for air in line. It was reported that the nurse removed the tubing set from the device, inverted the cassette to remove the air from the cassette and reloaded the tubing set into the device. At that time, the nurse noted the device cassette carriage did not fully close and the tubing set distal to the device was not clamped. The customer contact indicated that the nurse noted unrestricted flow and approximately 240 ml of heparin was delivered to the patient. At 240 ml of heparin was delivered to the patient. At 0650, the heparin therapy was stopped. At 0655, aptt (activated partial thromboplastin time) was reported to be >200 seconds. The device was removed from clinical use. At 0911, aptt was reported to be >200 seconds and the heparin therapy remained on hold. At 2049 following an unspecified procedure, aptt was reported to be 35 seconds. At this time, the therapy was resumed using a replacement device. No specific programming parameters were provided. There was no reported adverse patient effects. No medical interventions were required. During testing at the user facility, no unrestricted flow was noted. The customer contact indicated the unrestricted flow was related to the nurse not clamping the tubing set distal to the pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.